Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a power failure due to defective comm sled. A field service engineer (fse) replaced communication sled to resolve. The technical support specialist updated the preloaded firmware. The fse tested operation in application and system was functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had a power issue due to an intermittent failure on return to ac power. This malfunction caused the battery to go dead several hours later. The customer requested to replace the communication sled. However, there were no delays or adverse events or injuries reported based on this event.